Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii seals would not stay in the aorta and kept popping out. A fourth replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the product in question. Refer to MFR report #2242352-2012-00184 for the first and #2242352-2012-00185 for the second reported devices.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. Items marked ¿ni¿ are unknown to us at this time. (B)(4).